Event description:
It was reported that the patient had a refusion l4-5 posterolateral arthrodesis ¿ the patient developed a pseudoarthrosis at l4-5 with a little facet widening on one side that was termed as spondylolisthesis related to translational and angulation lateral and underwent a previous fusion at l4-s. The patient felt that the left side is a painful side related to the instrumentation and was brought back to remove the instrumentation and explore the fusion for potential refusion. Sometime postop, the patient also reported experiencing nerve damage.

Event description:
It was reported that on: (B)(6) 2008: patient presented with following pre-op diagnosis: lumbar spondylolisthesis. For which, patient underwent following procedures: refusion of l4-5 posterolateral arthrodesis. Explant of pedicle screw rod system on the right side. Explant of the pedicle rod system on the left side. Per op notes," .. Surgeon removed the pedicle screws after removing the locking cap, then the rod and the pedicle screws. Surgeon then went ahead and decorticated the transverse processes and the fusion mass and refused it with three-quarters of a small spot of bmp. Surgeon made another separate incision on the right side and removed the instrumentation in a similar fashion and with that went ahead and refused with only a quarter of a sponge of bmp. Patient tolerated the procedure well without any intraoperative complications.."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.